Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture baker grade unknown. They first noticed their implant going firm and a few month later they started to get a rash on their breast and body which they thought could possibly be eczema. Patient has never had a skin condition. Patient said it said one of the side effects [of lymphoma] is skin rash; they are really worried as they have this also night sweats which they have had for a long time". Device remains implanted. Affected side is right.